Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: evaluation revealed that the display screen was dim and discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the display issue, the pump¿s history showed a manual time change. The battery was removed for six hours during testing and the time and date reset to factory default. The internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.